Manufacturer narrative:
The device involved in the event was returned. The returned device was examined, and the repeatability test (tensile strength testing etc.) Was conducted using reserved samples with the same lot number as that involved in the event. Also, the investigation was conducted by reviewing the records of the manufacturing processes of the angiographic catheter with the same lot as that involved in the event, and it was confirmed that there were no manufacturing processes that caused or contributed to the event, and there were no manufacturing records of visual inspections that showed the cause of or contribution to the event. Judging from this examination, a possible cause of this fracture is that repeated kinking and bending of the catheter occurred during the procedure because of the abnormal situation of the catheter tip caused by intentional physician's cut of the catheter tip before use. This resulted in a decrease in tensile strength of the catheter to a point where the catheter could not withstand the pull force and fractured. [(B)(4)].

Event description:
On (B)(6) 2018, at a hospital in the united states, it was reported that the tip of the mongoose angiography catheter was fractured during the procedure. The fractured portion was removed from the patient's body successfully. There was no reported patient injury as a result of this event.